Event description:
It was reported that an alarm indicating insufficient insulin occurred after the pump reset. There was no adverse impact to the customer's blood glucose level. The customer was unable to add insulin to the cartridge and planned to load a new cartridge after the call ended to resume insulin therapy.